Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. The physician suspected that a few of the episodes of noise were due to electro-magnetic interference (emi) and others were due to myopotentials. Provocative testing was performed and the lead noise was not reproduced. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.